Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that the art disconnect alarm sounded, went in room, pt bleeding significantly from a line site, said she barely moved. Pressure held immediately but unable to get good control d/t location of tube breakage. Eventually pressure was successfully held. On inspection tube was cracked in half/broken. Pt stable, comfortable, attending at bedside aware. The event occurred on (B)(6) 2023. Response received (B)(6)2023 device did not break during treatment. Patient bleeding significantly from a line site, pressure held immediately but unable to get good control d/t location of tube breakage. Eventually pressure was successfully held.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of extension set luer detachment was confirmed. The returned sample was found to exhibit the same features as a known issue. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by customer that the art disconnect alarm sounded, went in room, pt bleeding significantly from a line site, said she barely moved. Pressure held immediately but unable to get good control d/t location of tube breakage. Eventually pressure was successfully held. On inspection tube was cracked in half/broken. Pt stable, comfortable, attending at bedside aware. The event occurred on (B)(6) 2023. Response received (B)(6) 2023 device did not break during treatment. Patient bleeding significantly from a line site, pressure held immediately but unable to get good control d/t location of tube breakage. Eventually pressure was successfully held.